Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information for the initial MFR report 0002023141-2023-01229. Correction: b1, b2 and h1 were chosen in error and reported as a serious injury. The correct report type (b1) should be product problem and type of reportable event (h1) should be malfunction as no serious injury occurred. In addition, b2 should not have been checked.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. E1: last/given name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #15 was placed and the coping/mount would not separate from the implant. The implant was removed and replaced with another one of the same size.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. Zimvie received one (1) implant for evaluation. Visual evaluation of the as returned devices identified the implant and mount with signs of use. During a physical / functional test the implant and mount could not disengage. DHR review was completed for the subject lot number 1262193. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262193 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are missing or confusing instructions for use, torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.